Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal complication associated with device ('e-sister died of complications'), uterine perforation ('coil had punctured her uterine wall') and venous perforation ('coil puncture a vein') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criterion death), uterine perforation (seriousness criterion medically significant), venous perforation (seriousness criterion medically significant), genital haemorrhage ("bleed") and drug abuse ("cocaine use"). By the time of death, the uterine perforation, venous perforation, genital haemorrhage and drug abuse outcome was unknown. The reported cause of death was device complication. The reporter provided no causality assessment for drug abuse with essure. The reporter considered complication associated with device, genital haemorrhage, uterine perforation and venous perforation to be related to essure. The reporter commented: still unknown if death related to migrated coil concerning the injuries reported in this case, the following ones were reported via social media: complication associated with device, uterine perforation, venous perforation, genital haemorrhage and drug abuse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. This minimal information case received via social media content as part of a litigation process refers to a patient who had essure (fallopian tube occlusion insert) inserted and after unspecified time ¿died of complications¿ (interpreted as device related complication). Uterine and venous perforations were also reported. Fatal device related complication and venous perforation are unanticipated, while uterine perforation is anticipated in the reference safety information for essure. In this case, there is no information about the patient´s historical and concomitant medical conditions and drugs, timing, circumstances or course of the events, if the instructions for use were correctly followed, treatment received, test results, if any procedure for removal was performed or attempted, and the exact cause of death. It was unknown if the death was related to the perforations. Due to the nature of the events uterine and venous perforation, although no information was provided regarding the location of the venous perforation, causality could not be excluded. Regarding the fatal device related complication, due to the critical missing information, causality could not be assessed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal complication associated with device ('e-sister died of complications'), uterine perforation ('coil had punctured her uterine wall') and venous perforation ('coil puncture a vein') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criterion death), uterine perforation (seriousness criterion medically significant), venous perforation (seriousness criterion medically significant), genital haemorrhage ("bleed") and drug abuse ("cocaine use"). By the time of death, the uterine perforation, venous perforation, genital haemorrhage and drug abuse outcome was unknown. The reported cause of death was device complication. The reporter provided no causality assessment for drug abuse with essure. The reporter considered complication associated with device, genital haemorrhage, uterine perforation and venous perforation to be related to essure. The reporter commented: still unknown if death related to migrated coil. Concerning the injuries reported in this case, the following ones were reported via social media: complication associated with device, uterine perforation, venous perforation, genital haemorrhage and drug abuse. Quality-safety evaluation of ptc: unable to confirm complaint. This minimal information case received via social media content as part of a litigation process refers to a patient who had essure (fallopian tube occlusion insert) inserted and after unspecified time ¿died of complications¿ (interpreted as device related complication). Uterine and venous perforations were also reported. Fatal device related complication and venous perforation are unanticipated, while uterine perforation is anticipated in the reference safety information for essure. In this case, there is no information about the patient´s historical and concomitant medical conditions and drugs, timing, circumstances or course of the events, if the instructions for use were correctly followed, treatment received, test results, if any procedure for removal was performed or attempted, and the exact cause of death. It was unknown if the death was related to the perforations. Due to the nature of the events uterine and venous perforation, although no information was provided regarding the location of the venous perforation, causality could not be excluded. Regarding the fatal device related complication, due to the critical missing information, causality could not be assessed. Further information will be obtained through litigation process. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.